Event description:
No alleged deficiency, return due to io drill recall found during evaluation at bd service facility: a small disc magnet was found in the chuck of the drill. The magnet was removed and the drill is functioning properly.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of failure to power on is confirmed. A small disc magnet was found in the chuck of the drill. The magnet was removed and the drill is functioning properly.